Manufacturer narrative:
Device passed the displacement test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (03) due to broken trace at u1 keypad assembly . Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly and it lets loosed. The customer¿s blood glucose was unknown. The device will not be returned for analysis.